Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the patient experienced elevated blood glucose (bg) on an unspecified date while on pump therapy. No bg readings or associated symptoms were provided. It was reported that the patient may not have rotated insertion sites appropriately. The pump was not available for review and cannot be ruled out as a contributor to the reported incident. Attempt by the customer support to follow-up on the mater was unsuccessful. The reported bg excursion did not meet the criteria for a serious injury. This complaint is being reported because the reported issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.